Event description:
It was reported that a user experienced dexcom g7 connectivity interruption resulting in signal loss to the ilet, and initial troubleshooting and education were started before the call ended. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to user health or need for medical intervention. Investigation included complaint intake and initial technical troubleshooting over the phone. Investigation of this case revealed a loss of communication between the continuous glucose monitor and the ilet. It was concluded that the event involved a communication issue; a definitive root cause was not established. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.